Manufacturer narrative:
The field service engineer found a punctured tube for a nozzle and replaced it. The customer has not had any further issues since the field service engineer replaced the tube.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer adjusted the reagent probe wash and the gear pump pressure.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. The initial result from an aliquot sample was 35.56 mmol/l. The repeat result from the primary tube was 5.93 mmol/l. The high result was not reported outside of the laboratory. The gluc3 reagent lot number was 398920. The expiration date was not provided.